Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was 323 mg/dl. Reportedly, customer continued to use pump for insulin therapy.